Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the conducer from the cardiovascular procedure kit leaked. A 15-20 ml blood loss. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).